Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. H6: corrected health effect clinical codes.

Event description:
It was reported via legal documentation that approximately 39 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, stiffness, discomfort, and weakness. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.